Event description:
Patient mentioned they had a flowonix pump that malfunctioned and the patient "almost died". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).